Event description:
Boston scientific received information that during an elective replacement of this cardiac resychronization therapy defibrillator (crt-d) the torque wrench got stuck inside the header when attempting to loosen the right ventricular lead setscrew. The physician elected to cut the right ventricular (rv) lead pace/sense portion and implanted a competitor lead. During the same explant procedure it was also not possible to loosen the setscrews of the right atrial lead port. The right atrial (ra) lead was also cut and capped. At this time no atrial lead is implanted. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.